Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the keypad buttons were sticking, were intermittently responding to button presses and that the audio bolus button would occasionally not respond at all. The patient reportedly used the ez bolus button to program a bolus due to the bolus button sticking; she stated that she had to take an injection via pen in order to complete the bolus that was delivered. The patient reportedly wore the pump in a pocket and did not clean the pump.